Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lactate dehydrogenase (ldh) was 805 u/l with a baseline of around 700 u/l. Flows and powers above baseline were also observed. The patient¿s inr goal was 2.5-3. The patient was given asa, persantine, and heparin infusion. No additional information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of returned pump. The device was returned assembled with the driveline severed approximately 2.5 inches from the pump housing. Examination of the pump revealed depositions of loose, tissue-like, clotted blood within the inlet tube and flex section. These depositions were not adhered and lacked evidence of denaturation, indicating that they developed acutely. Depositions of loosely-coagulated blood were also observed throughout the sealed outflow conduit. These depositions were soft and non-adhered, and they lacked evidence of structure or denaturation, indicating that they developed acutely. Additionally, depositions of denatured blood were found extending through the body of the pump and the inlet elbow, occluding the inlet and outlet stators and surrounding the body of the rotor. These depositions were hard, grainy, and strongly adhered to the pump¿s surfaces. The observed depositions appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not conclusively be determined through this evaluation. These depositions could have caused increased drag on the rotor. This could have resulted in the observed denaturation, and could have ultimately caused the reported elevation in power and subsequent pump stops and difficult ramping up in speed, which was confirmed in the evaluation of the log file retrieved from the returned system controller. A ring-like thrombus formation was also observed surrounding the rotor¿s inlet bearing ball. The laminated structure of this thrombus and the denatured appearance indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. This could have contributed to the reported elevation in lactate dehydrogenase (ldh) levels. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A direct correlation between the device and the reported indications of a history of gastrointestinal bleeds and history of bacteremia could not be conclusively determined through this evaluation. Device thrombosis, hemolysis, gastrointestinal bleeding, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information. It was initially reported that the patient received medical treatment and that the device would not be returning. Subsequently, a pump exchange was performed and the lvad has been returned for evaluation. (B)(4). The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: on (B)(6) 2017, it was reported transesophageal echocardiography revealed the aortic valve opened with each cardiac cycle at a pump speed of 13,000rpm. The speed was left at 10,000rpm. System controller history interrogation revealed pi events consistently occurred. The patient¿s creatinine was 4.15 mg/dl and continuous renal replacement therapy (crrt) was initiated. The patient¿s lactate dehydrogenase (ldh) was 1,100 u/l and plasma free hemoglobin was 9.4 mg/dl. The patient¿s urine has remained clear. A pulmonary artery catheter was placed and dual inotrope therapy was initiated. The system controller was exchanged due to high powers and flows. The patient also began experiencing abdominal pain and a burning sensation at this time. On (B)(6) 2017, lvad therapy was temporarily discontinued. On (B)(6) 2017, patient underwent a pump exchange. Additional information has been requested regarding a previously unreported history of gastrointestinal bleeding and bacteremia, but no additional information has been provided.